Event description:
The customer reported aspiration errors with cl and p flags were generated on each sample run on the unicel dxh 800 coulter cellular analysis system with approximately 2 mls of blood splattering within the mixing area. The leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) observed during the probe backwash cycle residue was being left on the sample tube tops from the probe wash collar. Upon further investigation the fse discovered that the aspiration syringe was pulling air during aspiration due to slightly folded tubing at qd422 (wm1 at the bsv). The fse replaced the bsv tubing and seal fittings resolving the leak and errors reported. (B)(4).